Event description:
It was reported that the compressor unintentionally went into standby. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor unintentionally went into standby. The field service engineer replaced the compressors standby valve and returned it for further investigation. The device was returned to customer and cleared for clinical use after passed performance tests according to factory specifications. The returned standby valve was investigated by the return department. The reported behavior was reproduced, the reference compressor went unintentionally (stopped and started again repeatedly) into standby mode. A compressor that unintentionally goes to standby may not deliver enough air to the connected ventilator. If this occurs, ventilator alarms for low air supply pressure and high o2 concentration may appear. Additionally, if no o2 gas is connected to the ventilator, stop of ventilation may result as a worst-case scenario. The conclusion is that the returned standby valve was defective, but the cause of the faulty behavior has not been determined.

Event description:
Manufacturer's ref #: (B)(4).